Event description:
A malfunction code, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was initially unable to reset the pump, but technical support provided assistance to reset it, and no further malfunctions were reported afterward. The customer was advised to continue using the pump and to call back if any issues recurred.